Event description:
On (B)(6) 2025, the user reported that the ilet device case was cracked and some colors on the display appeared to be running together. The device continued to operate normally, and the user¿s blood glucose (bg) levels were not affected. A replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.